Event description:
The patient underwent implantation of a guidant dual-chamber pacemaker system 10 years ago at another hospital due to asyncopal episode. She was followed in our clinic and recently was discovered to have a pacemaker sensor malfunction. The seal of the device was prone to leaking and the sensor malfunction that stayed in the on position and patient had the upper sensor rate. She was seen and evaluated and deemed an appropriate candidate for pulse generator change due to the sensor malfunction as well as that the device was nearing end of life. The pacemaker was changed and there was no injury to the patient.